Event description:
It was reported to medtronic minimed that the customer reported crack on the pump. The customer reported no adverse event. The event involved product mmt-1715k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1715k was requested and it was returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Unit was received with the following cosmetic damages: battery tube threads - cracked, cracked case (battery tube), cracked case, missing display window/cover, cracked keypad overlay, scratched case, and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when battery tube threads - cracked and cracked case (battery tube) were noted. Additionally, unit was received with original battery cap missing battery cap contacts. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.